Event description:
It was reported that when the customer attached pads to the arctic sun device there was no flow rate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that when the customer attached pads to the arctic sun device there was no flow rate. As per additional information received on 26sep2023. The nurses connected the pads and there was not water in the device and they were unaware of how to properly put water in the device. The helpline assisted them and when I called to follow up the charge nurse states that the pad was thrown away.